Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter was reading inaccurately high compared to his feelings. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that they did not know when the alleged meter issue began. The patient was unable/unwilling to detail how he manages his diabetes but it is known he takes insulin. The patient alleged obtaining an inaccurate high result of ¿278 mg/dl¿ compared to his feelings. Lifescan does not consider this to be a valid comparison. In response to the alleged meter issue the patient took an unknown dose of insulin (unknown brand/type). Approximately 20 minutes after this the patient stated that he "felt weird" and then "passed out" upon standing up. Upon waking he self treated with food and drink. He retested at this point with another device (unknown) with a reading of "41 mg/dl". During troubleshooting the csr confirmed that the meter was set to the correct unit of measure but was unable to confirm if the test strips were stored properly and had not expired nor exceeded their discard date. The patient was unable/unwilling to perform quality control testing. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.